Event description:
A pt (23-039, mm) was enrolled in the post-approval study for stress urinary incontinence. On (B)(6) 2012, the pt was injected with 3.0 ml of coaptite, lot 1034803, 1035334. On (B)(6) 2012, the pt reported urinary retention. On (B)(6) 2012, a foley catheter was placed in the pt. By (B)(6) 2012, the urinary retention had resolved. Per the physician the severity was moderate and definitely related to the coaptite.

Manufacturer narrative:
(B)(4). At the time of this report, the urinary had resolved. The device history record for the reported lot was reviewed. All required testing specifications were met prior to release. There were no abnormalities.